Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer was not fully opening and did not fully slide out. The field service engineer (fse) found that the drawer slid open and closed smoothly. The bumpers and felt were properly positioned, and the divider shroud were securely installed with no sagging. Upon further inspection, the fse noted that when the drawer was pulled out, it produced a metal-on-metal sound. After removing the drawer slides, the fse found rust and pitting on the metal components and removed the damaged material. The fse then replaced the rails on the legacy full height drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not fully opening. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.